Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer noted air bubbles in the tubing. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support customer was able to complete fill tubing and remove air bubbles.